Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient appeared to have a pump stop on 30aug2024. It was unclear from the documentation if this was caused by a controller exchange, a connection to a non-grounded cable, or a progression of the patient¿s known history of damage to one of the phase wires. The patient was admitted to the hospital at the time of the pump stop. Log files were sent for review. It was noted that the customer was sending in log files in an abundance out of caution for the progression status of the patients worsening phase to phase issues. The pump stop event mentioned appeared to be related to a controller exchange performed on 30aug2024.the log file displayed multiple consecutive strings of driveline fault alarms during the ~14-day length of the log file history as mentioned. It appeared there was a potential severed / broken conductor-wire connection in phase c in the driveline, which suggested that the redundant wire was powering the pump. It also appeared that the patient had been sleeping on battery power. The log file appeared to show similar data regarding the monitored wires in the driveline as previously reported on 25jun2024. There was no interruption in pump support during these events. The log files did not display any evidence to suggest a phase-to-phase driveline issue. There did not appear to be any changes in the driveline since the previous log file on 25jun2024. MFR#2916596-2021-04125 (driveline fault) MFR# 2916596-2021-03889 (pump stop/ driveline fault) MFR# 2916596-2024-04271 (short to shield).

Event description:
The cause of the controller exchange was confirmed to be due to a driveline fault.

Manufacturer narrative:
B5: additional information d4: device serial number, expiration date, and primary UDI number, updated h4: device manufacture date, updated. Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed via log file analysis. Data from (B)(6) 2024 was reviewed. The log file revealed the driveline was connected to the system controller (B)(6) 2024 at 15:36:41. The system ramped up to the pump speed limit (10,400 rpm). A yellow wrench/driveline fault alarm became active at 15:40:52 and remained thereafter. The pump speed was not affected by the driveline fault alarm. Additional information reported the serial number of the system controller (serial # (B)(6) and that the device will not be returned. A root cause of the driveline fault alarm could not be determined through this evaluation. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm: patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.